Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom technical support on behalf of the patient on (B)(6) 2015 to report that on (B)(6) 2015, that their receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention.no additional patient or event information is available.